Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injection. The customer's levels had dropped to 353mg/dl. The customer states they were off the pump and reverting to manual injections. The customer was advised to connect to new pump until they received training. The customer was advised to monitor their blood glucose levels and call back if issues arise.